Event description:
A report was received that the patient was experiencing irregular heart rate when the stimulation was turned on. The patient underwent a procedure for the irregular heart rate. The physician thought that there was a possible link between the stimulation and the patient's irregular heartbeat. Database analysis revealed no anomalies. The stimulation was turned off.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Manufacturer narrative:
Additional information was received that the patient turned the stimulation on and caused increase in the heart rate. The physician believed that the increased heart rate was related to the device. It was decided to leave the device off and the patient would not be using it. The devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was experiencing irregular heart rate when the stimulation was turned on. The patient underwent a procedure for the irregular heart rate. The physician thought that there was a possible link between the stimulation and the patient's irregular heartbeat. Database analysis revealed no anomalies. The stimulation was turned off.